Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Initial reporter name and address: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) surgery for the trochanteric fracture of the femur, it was discovered that when the surgeon depressed the bottom trigger of the compact air drive device for forward running, the trigger remained in the depressed state and kept running forward. According to the reporter, although the surgeon could return the trigger to the original position by pulling with some force and the handpiece stop running, the trigger was hard to depress or pull back. It was further reported that since a spare device was not available, the surgeon used the handpiece only to insert a guide wire into the proximal cortical bone and inserted the guide wire to the bone head at the specified position by hand at the surgeon¿s discretion. It was reported that there was a thirty-minute delay to the surgical procedure and the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history record review was performed which indicated that there was a non-conformance unrelated to the reported malfunction. All the issues identified were resolved prior to product release device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. During the assessment it was found that the lower trigger would not run properly. The device was disassembled, and it was found that the trigger was not properly moving due a cleaning debris and hardened out seals. It was further determined that the device failed pretest for check for sticky trigger. It was determined that the most probable cause for the found defect was due to normal wear over time. Therefore, the reported condition of the sticky trigger was confirmed. The assignable root cause was determined to be due to component failure from wear.